Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter was leaking. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation. No damage or anomalies were observed with the device during visual inspection. The device was functionally tested, and no leakage was observed. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the results of the functional testing, the investigation could not confirm the reported issue. As a preventative measure, manufacturing personnel were notified of this complaint.

Manufacturer narrative:
Supplemental generated to correct previous report 9616567-2024-00002-001 due date. Aware date should have been 1/18/2024 with due date of 2/17/2024.